Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. The lot met all release criteria. This is the only complaint reported to date for this lot number for this failure mode. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.

Event description:
It was reported that the pta balloon was difficult to deflate after the first inflation. Persistent attempts were made to deflate the balloon with the inflation device and a syringe until the balloon could be removed through the introducer sheath in its entirety without further incident. Another pta balloon was used to successfully complete the procedure. There was no report of pt injury.